Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported false downstream occlusion messages, which were not reproduced during evaluation. The downstream occlusion alarm was confirmed through the review of the event history log and a cause could not be identified. The device was calibrated to ensure continued accurate detection.

Event description:
It was reported that a spectrum pump constantly displayed the down stream occlusion message. It was also reported there was no patient injury.